Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to generator change replacement, a patient's atrial lead was exhibiting intermittent noise. The plan was to replace the lead during the generator changeout if access to the subclavian vein was possible. During procedure, the physician was unable to stick the vein so the lead replacement plan was abandoned. The old lead was used for the new generator. Normal function with no noise was seen during procedure after new device was hooked up. Patient did have a pneumothorax fro the physician attempting to stick the subclavian vein. The patient stayed in the hospital and the pneumothorax was treated. Patient was stable.